Event description:
It was reported to boston scientific corporation that an extractor retrieval balloon was used during a dilation procedure. According to the complaint, during the preparation the balloon would not inflate when tested outside of the patient. There was no reported damage to the device only that the "balloon would just not inflate". The case was completed with another of the extractor balloon with no harm to the patient. The patient's condition has been described as "fine." On (B)(6) 2011, the investigation results revealed that there was a break in the catheter, making this a reportable event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed no defects. Inflation in water revealed that air was escaping at the catheter tip. The balloon was removed and catheter inspected. A hole was observed penetrating the guidewire lumen. Analysis of the balloon skive hole confirmed that the skive had not penetrated the walls of the balloon and guidewire lumens. The distal tip was bent opposite the hole which is consistent with excess force/rough handling used. As per additional information received, the defect was found during preparation outside the patient. The defects found at the side of the skive hole are the evidence of the rough handling of the device during preparation. The most probable root cause of handling damage will be assigned to this complaint.